Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed dried blood underneath the blood detectors on the instrument and found a pinhole size leak in the vent line from the needle. Fse replaced the vent line tubing from the needle which resolved the leak. The cause of the leak is attributed to a pinhole size leak in the needle vent line tubing. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report partially dried blood and a wet blood and diluent mixture near the blood detector area of a coulter lh 780 hematology analyzer. The volume of the leak was reported as 5 ml and the leak was contained inside the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.